Event description:
(E1) reported that while delivering inhaled nitric oxide (ino) therapy to a neonatal patient using the (d4) device, an unexpected drop in delivered ino concentration occurred. According to the hospital's report, nursing staff have been switching the dose selection valve to manual mode when checking the neopuff at the beginning of their shifts, despite being instructed not to use the manual override for this task. It was reported that the device was inadvertently switched into manual mode, during which the monitored ino concentration dropped to 0 ppm. A transient drop in the patient's oxygen saturation was observed during the event, prompting manual ventilation. The patient recovered to baseline oxygen saturation after the device was returned to normal operating mode. No lasting adverse effects were reported.